Event description:
The patient reported not being satisfied with alignment, cannot bite top teeth to bottom teeth, back molars do not touch, smile is not acceptable. The byte cst (customer support team) agree the end result is not according to plan.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.